Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted because of a decrease in general condition. The pump parameters were significantly increased with high power consumption and high flow calculation. The patient showed signs of hemolysis and was strongly congested. The patient was transferred to the intensive care unit for stabilization in hemodynamics. The patient underwent a heartmate (hm) ii to heartmate ii exchange on (B)(6) 2021. While in the intensive care unit the patient had hemodynamic instability and severe postoperative volume shift. The patient had prolonged low flows with reverse anticoagulation. On (B)(6) 2021 the pump showed a sudden increase in power consumption and high flow was calculated. The patient underwent another pump exchange, from a hmii to a hm3. The patient's thorax was left open for a second look over the next few days. The patient was stabilized and the hm3 was running as expected. Related manufacturers number: 2916596-2021-02908.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump nipple housing. The remainder of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), a tissue-like deposition was observed surrounding the outlet bearing ball in the proximal side of the outlet stator. Upon removal, the deposition broke apart into two pieces. The lack of concentric layering indicated that this deposition did not initially form in the outlet stator and likely, originally formed elsewhere. Although the origin of this deposition could not be determined, its areas of denaturation as well as the red contact marks on the tapered, distal-end of the rotor suggested that it was present while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log file. In addition, it could have potentially contributed to the report of hemolysis. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2015. No further information was provided. The manufacturer is closing the file on this event.